Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.